Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended further testing. The caller stated the patient was going to be seen the following day. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shock impedance measurement of zero ohms. A review of the presenting data identified noise on the shocking channel. A review of the stored data noted appropriate sensing and shock impedance measurements within normal limits. No adverse patient effects were reported.